Event description:
The affiliate reported the customer alleged erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni¿ reagent used in conjunction with unicel dxi 800 access immunoassay system. The patient sample was retested on the same analyzer and recovered a lower result, within the normal reference. The sample was then re-centrifuged and repeated on the same analyzer and obtained a normal result within the normal reference range. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System parameters (including quality control (qc) and calibrations) were performing within specifications at the time of the event.

Manufacturer narrative:
There is no indication the device was returned for evaluation. The patients sample was a full collection and analyzed in a greiner primary tube. The sample was centrifuged for ten minutes at room temperature. Upon review of the customer-supplied data, it is noted that the serum sample was collected at 16:15 and analyzed at 19:15 hours. Per the instructions for use (IFU): samples should be centrifuged and refrigerated within two hours of blood draw. A definitive cause of the event is unknown.